Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and corrective action tracking system for the web revealed no exceptions associated with this lot. The reported patient effects of reported hematoma, pain, perforation and thrombosis as listed in the instructions for use are known patient effects that may be associated with use of this device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
Subsequent to the previously filed medwatch report, new information received indicates that the hematoma and thrombosis formation was in the area of the iliac artery stenting site. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 8.0 x 80mm absolute pro is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2018 was to treat a de novo lesion in the right common iliac artery. Two absolute pro stents (8.0 x 60 mm and 8.0 x 80 mm) were deployed successfully. The patient was stable post-procedure. On (B)(6) 2018 the patient was experiencing pain. A vessel perforation was observed at the overlapped area of the implanted absolute pro stents. Two non-abbott biliary covered stents were implanted inside the absolute stents to treat the perforation. On (B)(6) 2018, the patient underwent a procedure to remove thrombus after the finding of a hematoma. No additional information was provided.